Manufacturer narrative:
Patient has indicated that he does not want to share his medical records with davol at this time. Based on the limited information provided, no definitive conclusions can be made. As reported the patient may have developed a recurrence of his hernia, recurrence is a known possible adverse reaction listed in the IFU. Without a lot number a review of the manufacturing records could not be conducted. At this time no surgical intervention has taken place. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's doctor: it was reported that on (B)(6) 2013 the patient was implanted with a mesh device to treat an umbilical hernia. The patient's doctor reports that the patient presented with pain and sweats reportedly, the patient has had a weight gain of 70lbs since the surgery. A CT was done and the doctor reports the mesh was not visible but there appears to be a hernia. The doctor believes the pain is related to the hernia but cannot comment on the device. The reporting doctor is not the implanting doctor and he does not have product identifiers. He is planning on treating the patient and has recommended he see another doctor. Davol contacted the patient who reports significant pain, difficulty urinating and that he is seeking treatment.